Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was removed from the patient's eye, the capsule broke. No further information has been provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope. Ovd (ophthalmic viscoelastic) residues and particles were observed on the lens. The lens haptics were observed with the tip rounded and polished as required. The lens optic was observed cut, as condition most likely related to the explant process. The reported complaint was not verified. The direction for use (dfu) was conducted and instructed how to examine the lens prior to use of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification.